Event description:
It was reported that right ventricular (rv) lead increased to a high measurement value. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa, implantable pulse generator (ipg), (B)(6) 2006. A icf09b52, implantable pacing lead, (B)(6) 2006. (B)(4).